Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors for the cpu assembly were evaluated and reseated. The cine disk drive was also reformatted and the appropriate software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently locked up during use. No pt serious injury or death was reported related to this event.